Manufacturer narrative:
The complaint device with the lens was returned inside the opened blister tray in a carton used for transport. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-loading area. The lens was advanced almost completely into the nozzle entry area. The leading haptic was extended. The trailing haptic was behind the optic in the lens loading area. The optic anterior surface has a small scratch located in the similar path of a previous plunger override. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was advanced almost completely into the nozzle entry area. Evidence was observed that suggests a previous plunger override occurred. The anterior optic surface was scratched along the travel path of an override, and the plunger was retracted into the loading area. Plunger override may occur: due to rapid advancement faster than the instructions for use (IFU) recommend rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens implant procedure the lens did not delivery into eye. There was patient contact with no patient harm.

Manufacturer narrative:
The complaint device with the lens was returned inside the opened blister tray in a carton used for transport. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-loading area. The lens was advanced almost completely into the nozzle entry area. The leading haptic was extended. The trailing haptic was behind the optic in the lens loading area. The optic anterior surface has a small scratch located in the similar path of a previous plunger override. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was advanced almost completely into the nozzle entry area. Evidence was observed that suggests a previous plunger override occurred. The anterior optic surface was scratched along the travel path of an override, and the plunger was retracted into the loading area. Plunger override may occur: due to rapid advancement faster than the instructions for use (IFU) recommend rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).